Event description:
It was reported that a patient experienced a shocking or jolting sensation. The patient was trying to increase stimulation the previous night to relieve some "discomfort" she was having from "interstitial cystitis". It was stated that the patient had low abdomen pain or discomfort that she felt before she was implanted. It was reported that the patient had not used the implantable neurostimulator (ins) for "many years", but decided she would try it. The patient was at 2.95 v and she felt a shocking sensation that was "very painful". The patient did not know how the amplitude got that high. It was stated that the patient held her finger on the button too long. The patient lowered the amplitude to 1.6c and the shocking pain went away. It was stated that the patient verified that the ins was on at 1.60v on program 2 with the programmer. It was noted that the patient had a doctor appointment scheduled for the next day. The patient was reluctant to turn stimulation up, but she wanted to try to relieve some of her discomfort. It was reported that the patient could not stand up at the time due to the pain in her abdomen. The patient had pain from interstitial cystitis and from the shock she got the previous night. It was noted that the patient was feeling pain from her lead wire.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v026009, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).